Event description:
"Pt brought into ER in cardiac arrest due to drug overdose. Attempted to pace unsuccessfully due to wrong pads. Changed to proper pacing pads, but pacer ma was not brought high enough to capture until 6 minutes into the code. Pt expired."